Event description:
A malfunction was reported on a pump by a caller. There was no reported impact to the customer¿s blood glucose level. The caller was provided with information on how to reset the pump, and with assistance, successfully reset the device. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the issue reappears.